Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, it was indicated that the patient developed pain and elevated cobalt chromium blood level. Operative notes reported that there were pseudocyst, synovitis and a large osteophyte. Which was about half the size of a golf ball.